Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. The tubing set was being used for intermittent delivery of unspecified medications. The option-lok male adapter was connected to the pt's IV access site. At an unspecified time, a male adapter of an unspecified vacutainer was connected to the clave port on the tubing set to obtain an unspecified volume of the pt's blood for labs. It was reported that after the blood draw was completed, the vacutainer was disconnected from the clave port of the tubing set and the silicone sleeve of the clave port remained in the opened position. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.